Manufacturer narrative:
This report is being submitted to relay both a correction and additional information. The correction is that in the previous report (0001038806 -2020 -00277) it was stated that the device was not available for evaluation. It actually was available and returned to manufacturer on 20 jan 2020. The following sections are being reported: b4: date of this report was updated. D4: expiration date and unique identifier (UDI) number were added. D10: device availability was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date was updated. H6: method code was updated to 3331 and 4109. H6: results code was updated to 213. H6: conclusions code was updated to 4310. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of a mount not disengaging from the implant was not confirmed. Visual evaluation of the as returned product identified signs of use and dried bone around the device. It was determined the device passed functional testing as the mount was able to be removed and functioned as intended. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and one other complaint was identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter¿s title is not provided / unknown. Device not returned to manufacturer.

Event description:
Doctor reports that the mount of the implant nt510 did not come off. The patient will need to come back for another surgery. Tooth location # 30.